Event description:
It was reported that the customer's insulin pump has a crack on the display screen. Advised to discontinue use of the insulin pump. No additional information was provided.

Manufacturer narrative:
Insulin pump passed displacement test, rewind test, basic occlusion test and off no power test. The operating currents were in specifications. Insulin pump was unable to prime during prime test due to faulty force sensor. No cracks on lcd window. Insulin pump had minor scratches on lcd window noted. Insulin pump had a cracked reservoir tube lip, scratches on reservoir tube window, cracked battery tube threads and broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.